Event description:
Related MFR# 2916596-2023-04560. It was reported that the patient had a driveline disconnect alarm on (B)(6)2023 with an associated pump stop. The patient was unaware of the alarm and did not experience any adverse consqeuenced. The modular cable and system controller were exchanged.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via the submitted log file. A review of the controller event log files spanned approximately 10 days ((B)(6) 2023 per time stamp). The driveline was disconnected for an unknown reason briefly on (B)(6) 2023 at 10:55:48. The driveline disconnect alarm cleared when the driveline was reconnected approximately four seconds later. The pump restarted and returned to the set speed without issue. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested with the returned mod cable and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. Additional information provided indicated the issue resolved on its own, but the products were exchanged as a precaution. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.